Event description:
The sister reported via phone call that the customer passed away on (B)(6) 2015 in a friend's home. The official cause of death was determined to be from cardio respiratory arrest, acute myocardial infarction and coronary thrombosis diabetic. The customer's blood glucose was unknown at the time of death. The caller reported the customer was vomiting before passing away. It was also found the customer did not have any other illnesses leading to their death. It was reported the customer experienced fluctuating high and low blood glucose, but was able to keep it under control before passing. The caller reported the customer did not use sensor and was not wearing one at the time of death. It was also found the customer was connected to the insulin pump at the time of death. The insulin pump will not be returned for analysis at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with energizer alkaline battery. The insulin pump received with minor scratched lcd window. Data analysis there is no data listed for the dated of (B)(6) 2015 due to depleted battery in the battery tube.